Event description:
It was reported that this lead was explanted due to a cardiac perforation that require as pericardiocentesis to drain the fluid. This lead was successfully replaced. No additional adverse patient effects were reported.